Event description:
The customer was hospitalized for diabetic ketoacidosis. The infusion set was changed the day prior to hospitalization. Troubleshooting was performed and the insulin pump passed the required tests.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.